Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient has had an artificial urinary sphincter (aus) implanted since 2016 and in recent months the patient has started to leak again. A revision surgery was performed in which a urethral erosion was found. All the aus components were removed, the hole in the urethra was repaired with sutures and patient was then closed up without a new aus being placed. No further patient complications were reported.

Event description:
It was reported that the patient has had an artificial urinary sphincter (aus) implanted since 2016 and in recent months the patient has started to leak again. A revision surgery was performed in which a urethral erosion was found. All the aus components were removed, the hole in the urethra was repaired with sutures and patient was then closed up without a new aus being placed. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, these artificial urinary sphincter (aus) cuff, pump and balloon underwent a thorough analysis. The components were visually and microscopically examined, and leak/functionally tested. No anomalies were found with any of the devices. Based on the information available and analysis results, the product analysis was not able to identify the cause that could have contributed to the reported clinical observation of urethral erosion.